Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore, the device did meet product specification related to the reported issue of iipv-adult (high drain volume 105). The cause was one or more cycles advances to next fill when slow/no flow occurred above the min drain volume threshold.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a hi drain 105 alarm during the start of therapy on the homechoice machine (hc). The home patient (hp) stated their nurse told them not to use the hc tonight. The technical service representative (tsr) assisted the hp to record the therapy info. The hp will use manual supplies tonight. There was patient involvement; however, there was no injury or medical intervention reported.